Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they will see their urologist on febuary 11 and set up a date for removal and will contact mdt at that time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the trial worked great, but the ins did not. Patient was thinking of getting it removed. Additional information was received from the patient. When asked to clarify what was meant by "the ins was not working," the patient stated they were describing issues with the device (but then described therapy issues); they had gone through various different settings and modes and it had never been a benefit or provided any relief from their urinary issue. The issue of the ins not working was not caused by normal battery depletion. The cause was unknown. The patient stated it did not alleviate their urinary frequency or leakage issues. The patient stated they were planning to have the device removed. The issue had not yet been resolved as the patient was setting a surgery date to have it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of not achieving therapeutic benefit was not determined. They noted that it was a total shame that the external device they used pre-implant provided them the relief and then to be told that the implanted device was different and couldn't be set at the pre-implant mode. A surgery date had not yet been set. They noted that the device was still in use until it would be removed.